Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and observed that a depleted battery caused the device to not power on, therefore no audio prompts. The battery became depleted due to the device being in a not ready condition due to an expired electrode tray. The continuous beeping from the not ready condition prematurely depleted the battery. Root cause is user error due to improper maintenance. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.